Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump alarmed during the prime process. Insulin squirted out during the manual prime process. Prior to the event, the customer said he had dropped the insulin pump. The current blood glucose reading is 413 mg/dl. Customer treated with manual injection. The drive support cap is protruded. Nothing further reported.